Event description:
A report was rec'd that the pt will undergo a lead revision due to high impedances. The bsc rep met with the pt and discovered high impedances on contacts 2, 6, 7, 8, 12, and 15. Due to the high impedances, the pt is not receiving adequate stimulation.